Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported error 32098. The fse replaced universal surgical manipulator (usm) 3 to resolve the issue. The system was tested and verified as ready for use. The usm unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. System log review was performed. Per the review, the following was confirmed: a mediastinal mass resection procedure was performed on system sk5202 on (B)(6) 2022. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using three arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, a clinical sales representative (csr) informed a technical support engineer (tse) that error 32098 occurred on universal surgical manipulator (usm) 3. The csr pressed ¿recover fault¿ button, but the issue persisted. The tse reviewed the error logs and confirmed repeated recoverable error 32098. The tse had the csr perform hard power cycle, but the issue remained. After, the surgeon elected to disable usm 3 and continued with the other usms. The procedure was completed with the remained usms with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without errors. The usm 3 was stowed, and the procedure was completed with the other three usms.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Analysis information can be found in fields h6 and h10. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and replicated the reported complaint. The unit was tested on an in-house system and failed in normal mode as it triggered 32098 error. The unit was then tested on a patient side cart (psc) fixture test platform (pftp) and failed a direction test. Due to this failure, the unit could not be continued to test on a pftp. The insertion stator was replaced as an initial repair. After the initial repair was completed, the unit was tested on a pftp with a new insertion stator, and it passed all required tests. Insertion stator will be replaced as a fix to the reported problem. The root cause of the failure was due to component failure.

Event description:
Refer to h10/h11 for follow-up information.